Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain in pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014 patient underwent essure confirmation test : result :bilateral occlusion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), fatigue ("fatigue"), pruritus generalised ("chronic itching") and inflammation ("inflammation"). The patient was treated with surgery ((full)- interpreted as hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, allergy to metals, alopecia, fatigue, pruritus generalised and inflammation outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, fatigue, inflammation, pelvic pain and pruritus generalised to be related to essure. The reporter commented: patient received treatment for dyspareunia, nickel allergy, hair loss, fatigue, chronic itching, pelvic pain, inflammation. Essure confirmation test done on (B)(6) 2014 showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received: previously reported event "injury " replaced with new event "severe pain in pelvic area", events- "dyspareunia (painful sexual intercourse), nickel allergy, hair loss, fatigue, chronic itching, inflammation", reporter information, lab data were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain in pelvic area') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia and mammogram (2007). On (B)(6) 2014 patient underwent essure confirmation test : result :bilateral occlusion. Previously administered products included for birth control: oral contraceptive from 2007 to 2012. Concurrent conditions included uterine prolapse. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy/new metals allergy/possibly allergic to fibres"), alopecia ("hair loss"), fatigue ("fatigue"), pruritus generalised ("chronic itching/extreme itching"), myositis ("inflammation-muscle pain"), arthritis ("inflammmation-joint pain") and arthralgia ("joint pain"). The patient was treated with surgery (hyst. (Full)/robotic-assisted hysterectomy with bs and culdoplasty and foe). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, allergy to metals, alopecia, fatigue, pruritus generalised, myositis, arthritis and arthralgia outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, arthritis, dyspareunia, fatigue, myositis, pelvic pain and pruritus generalised to be related to essure. The reporter commented: patient received treatment for dyspareunia, nickel allergy, hair loss, fatigue, chronic itching, pelvic pain, inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping, hair loss, itching and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event inflammation was updated to muscle inflammation. New events were added: joint inflammation. Event verbatim was updated as nickel allergy/new metals allergy/possibly allergic to fibres. Date of insertion updated. Historical drug and lab data were added. Follow up 4 and 5 processed together. On (B)(6) 2019: mr received. Medical history and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer ,and describes the occurrence of pelvic pain ("severe pain in pelvic area"). In a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pre-eclampsia and mammogram (2007). On (B)(6) 2014, patient underwent essure confirmation test, result: bilateral occlusion. Previously administered products included for birth control: oral contraceptive from 2007 to 2012. Concurrent conditions included uterine prolapse. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (dyspareunia ("painful sexual intercourse")), allergy to metals ("nickel allergy/new metals allergy/possibly allergic to fibres"), alopecia ("hair loss"), fatigue ("fatigue"), pruritus ("chronic itching/extreme itching"), myositis ("inflammation-muscle pain"), arthritis ("inflammmation-joint pain"), arthralgia ("joint pain"), and uterine prolapse. I also had a pretty significant uterine prolapse going on, so the doctor had some work to do. The patient was treated with surgery (hyst. (Full)/robotic-assisted hysterectomy with bs and culdoplasty and foe). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, allergy to metals, alopecia, fatigue, pruritus, myositis, arthritis, arthralgia and uterine prolapse outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, arthritis, dyspareunia, fatigue, myositis, pelvic pain, pruritus and uterine prolapse to be related to essure. The reporter commented: patient received treatment for dyspareunia, nickel allergy, hair loss, fatigue, chronic itching, pelvic pain, inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, total bilateral occlusion. On (B)(6) 2014, bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: cramping, hair loss, itching and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received. Event: I also had a pretty significant uterine prolapse going on, so the doctor had some work to do were added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.